Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor issues. The patient reported a longevity allegation regarding her previously implanted device. The patient stated the ins battery only lasted approximately 10 months and the patient programmer never indicated that the battery was low. Potential reasons for why this may not be indicated on the programmer were discussed. The physician did not know if it was normal battery depletion. The patient thought the physician had sent the device back to the manufacturer for analysis but had never heard back after that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.